Event description:
It was reported that during a device implantation procedure, the setscrew could not be deployed completely after the lead was inserted into the header. A different device was used followed by successful connection with the lead. Patient was stable prior, during and post procedure.

Manufacturer narrative:
The reported field event of lead insertion failure could not be confirmed. Device was above eri and all the electrical parameters were normal. Visual inspection revealed that the septum was damaged. The set screw was upside down, not allowing the torque wrench to access the hex. There was septum material trapped underneath the set screw. The cause of the field event remains undetermined. The customer address and phone number in the initial report was incorrect. This report notes the correct customer address and phone number. (B)(6).